Event description:
During pre-use check, the user observed the balloons of the pruitt f3 carotid shunt were dry. She observed the saline was leaking from the balloons when she attempted to inflate the balloons. So, a second pruitt f3 carotid was opened and prepared for the case.

Manufacturer narrative:
We have received the complaint device for evaluation and we were able to confirm the reported malfunction. We observed signs of degradation on both the internal and common carotid balloon. As stated in the IFU, natural rubber latex is affected by environmental conditions, so we always recommend storing these products properly to achieve optimum shelf life. The product should be stored in a cool dark area away from fluorescent lights, sunlight, and chemical fumes. The products should be stored in the provided aluminum pouches that help to prevent the balloons from premature deterioration. The foil pouches should only be removed immediately prior to use. We were able to confirm that the user followed the instructions as stated in the IFU. At this time, we could not conclusively determine the root cause of the incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature from other customers for devices from this lot. The malfunction was detected during the pre-use check. The surgeon used another f3 carotid shunt for the procedure.